Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.